Manufacturer narrative:
No photos or product was returned with the complaint for review, therefore; the complaint cannot be confirmed. This device was used for treatment. As of march-12-2015 there are no other complaints related to the specified part and lot combination. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the tip of the hex head screwdriver broke off.